Manufacturer narrative:
No unexpected audio or beep anomaly was noted. The pump passed the self test. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a stained end cap sticker, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump stopped for more than two hours. During reset, continuous beeping occurred. The buttons stopped responding. Leaving out the battery did not solve the issue. The insulin pump was not bumped or dropped. The customer's blood glucose was 16 mmol/l.